Event description:
Customer reports with the double console confirguration, a synchronization mistake was noticed by th euser: 4.0 ml/s on one console, 4.4 ml/s on the other console. No patient involvement or injury.

Manufacturer narrative:
Liebel - flarsheim manufacturing report: previous investigation of this reported event indicates using abnormal touch operation will produce a mismatch in the console's displayed techniques. Simultaneous touch of different values on each of the two consoles: this method of reproducing the issue can be very easily reproduced in one of two ways: if the injector is enabled, and two different parameters are touched on separate consoles, by two operators at the same time, then problems can occur. If operators are changing parameters in a very fast manner. If either of the above situations may be happening at the facility experiencing the issues, then the issues could be quickly rectified by training the operators to ensure not to cycle between parameters quickly, and more importantly, have only one operator selecting parameters on a console at a time. Simultaneously touching parameters on both consoles can cause a variety of anomalies to occur. Service upgraded the injector to v9.03 software and told the customer not to press on both consoles at the same time. Injector was returned to full service by the customer.